Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 290mg/dl, 480mg/dl, 500mg/dl, 323mg/dl. Tests were done 11-20 mins apart with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.